Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was dented and broken, the bail covers were broken, the lead flex cover had corrosion, the main printed circuit board, heart lead flex and liquid crystal display had contamination and its keyboard was scratched. (B)(4).